Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), it was learned that the patient has not expired. There is no evidence of the device being explanted. It has been determined that this event is no longer reportable to the FDA.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise caused by a lead fracture. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Alleges patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.